Event description:
He was electively admitted on (B)(6) 2022 1510 from vad clinic and started on a bival drip for suspected pump thrombosis. The measured watts on his vad continue to increase along with his ldh. After his urine also because darker in color he was transferred to the cticu on (B)(6) 2022, and brought to the operating room on (B)(6) 2022 for a hw to hm3 vad exchange with dr (B)(6). He tolerated the procedure well without complications. FDA safety report ID# (B)(4).